Manufacturer narrative:
The customer declined service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in lost power due to faulty power supply. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the root cause of the issue is a display cable disconnection, and this would not cause insufficient ventilation. Hence, this would not be reportable.